Event description:
The target lesion was the proximal to distal left anterior descending (lad). The vessel was de-novo and concentric. Aha/acc classification of the vessel was type c. Pre-dilatation was conducted with a 2.5 x 15 mm balloon at 12 atm for 20 seconds. A 2.5 x 23mm cypher stent was implanted at 16atm for 20 seconds. Another 2.5 x 23mm cypher stent was implanted at 16atms for 20 seconds proximal to the 1st implanted cypher stent. A 3.0 x 23mm was then implanted at 16atm for 20 seconds proximal to the 2nd implanted cypher stent. The three stents were overlapping each other. Post-dilatation was conducted with a 3.0 x 10mm balloon at 16 atm for 20 seconds. Ivus was conducted. The residual % of stenosis was 0%. Over a year later, the pt complained of chest pain and came to the hosp. Coronary angiography was conducted and thrombosis was observed from the first stent to the overlapping portion of the first and second stent. To treat the thrombus, ballon angioplasty and aspiration were conducted. A bare metal stent (s-stent) was implanted in the 1st cypher stent. Physician indicated that the possible cause of the thrombotic event was due to negative remodeling. It might be related with diabetes and lipid metabolism abnormality.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00366. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.